Event description:
During the evacuation of a spectrum pump, it failed to alarm for an upstream occlusion when an upstream occlusion was present. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The failure was experienced during testing but was not reproduced during the evaluation. The device was found in specification with respect to this failure, but was calibrated to ensure proper detection.